Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) was triggered due to noise and t-wave oversensing (twos). It was further reported in follow-up with the clinic that reprogramming was done and the rv lead remained in use however the patient is deceased and died approximately two months later. No additional information was available. The cause of death has been requested and has not been received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead implanted: (B)(6) 2006; 419688 lead, implanted: (B)(6) 2013. (B)(4).